Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that there was a hospitalization on (B)(6) 2015, for five days. The customer reported another hospitalization that was on (B)(6) 2015 for two days. The customer was experiencing shortness of breath, chest pains, and pain in the breast. The customer did not know the cause of the emergency room visits. The customer was wearing the insulin pump at the time of these events. The hospital ran blood tests, x rays, a stress test, and a lung test.